Manufacturer narrative:
(B)(4). Complaint conclusion: during a stenting procedure to the left external iliac artery, it was reported that the 8x40mm 90cm saber balloon catheter (bc) was delivered to the lesion for a post-dilatation. However it ruptured at five atmospheres (5 atm) during its initial inflation. The balloon catheter was removed intact from the patient and an 8mm x 2cm powerflex pro balloon catheter used to finished the procedure successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintain negative pressure.  A sheath introducer (6f 10cm) was inserted and a non-cordis guide wire crossed the lesion. An aviator (5mm x 4cm) was inflated as a pre-dilatation and a smart stent (10mm x 6cm) was implanted in the lesion. No additional information is available.  The device was not returned for analysis. A device history record (DHR) review of lot 17445196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use (IFU): ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During a stenting procedure to the left external iliac artery, it was reported that the saber balloon catheter (8mm4cm 90) was delivered to the lesion for a post-dilatation. However it ruptured at 5 atmospheres (atm) during its initial inflation. The balloon catheter was removed intact from the patient and an 8mm x 2cm powerflex pro balloon catheter used to finished the procedure successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintain negative pressure.  A sheath introducer (6f 10cm) was inserted and a guide wire (agosal, st. Jude medical) crossed the lesion. An aviator (5mm x 4cm) was inflated as a pre-dilatation and a smart stent (10mm x 6cm) was implanted in the lesion. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown.  No additional information is available.